Event description:
Father reported the up button on the infusion device does not always respond. The infusion device was replaced and requested for eval. Pt switched to her backup infusion device. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.